Event description:
It was reported that the patient underwent a cesarean procedure where the insorb stapler was used for closure. Two days post procedure, the patient experienced an incisional dehiscence which resulted in extended hospital admission and wound care treatment. No additional information was provided. (B)(6) insorb (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.